Manufacturer narrative:
The tech replaced the hi/low drive, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has unintentional movement of the hi/low running down.